Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the pin fractured into the patient's wound. The surgeon was unsure if all pieces were removed from the patient. The procedure was completed using k-wire without delay.